Manufacturer narrative:
Follow up information received on 29-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-oct-2016 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 356 cases. Metrorrhagia. The analysis in the global safety database revealed 32 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced increase or heavy blood loss during menstruation and irregular bleeding or breakthrough bleeding. These events are listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding, including heavy and unscheduled bleeding may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the events increase or heavy blood loss during menstruation and irregular bleeding or breakthrough bleeding and essure use was assessed as related. This case was regarded as incident since essure removal will be required (planned). Other nonserious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected from consumer.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Medical condition included thyroid gland issue. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. Placement procedure was painful. Complications during insertion were reported. The treatment took longer than she was told it would, apparently because the fallopian tubes were a long way apart. Complaints started 9 months after essure insertion. On an unspecified date the consumer experienced allergy for products, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, lower back pain and swollen abdomen. She also had menopause complaints, tinnitus, pressure on the chest and dry skin. Blood tests and ECG (electrocardiogram). Doctor was contacted; she was treated with physiotherapy; thyrax, vitamin d. At time of this report, removal of essure was being planned. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced increase or heavy blood loss during menstruation and irregular bleeding or breakthrough bleeding. These events are listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding, including heavy and unscheduled bleeding may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the events increase or heavy blood loss during menstruation and irregular bleeding or breakthrough bleeding and essure use was assessed as related. This case was regarded as incident since essure removal will be required (planned). Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.